Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-01491. Related manufacturer reference number: 2017865-2020-01498. It was reported that the patient presented for device and lead replacement. Post procedure, the patient had a vaso-vagal episode while sitting, where they lost consciousness and were lifted and transported to a bed to lie down. It was then discovered that all three leads; right atrial, right ventricular, and left ventricular were not sensing or capturing. The device was programmed tachy and pacing off. Chest x-ray on (B)(6) 2020 revealed all the leads were dislodged. The physician believed that the dislodgement was due to the patient being lifted during the vaso-vagal episode. On (B)(6) 2020, the patient underwent lead re-positioning. The atrial lead dislodged multiple times during the re-positioning and was explanted and replaced with a competitor lead. The right ventricular lead was unable to get good sensing when re-positioned and was explanted and replaced with a competitor lead. The ventricular lead was explanted and not replaced due to difficult patient anatomy, and the left ventricular port was plugged. The patient was stable before, during, and after the procedure.